Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. No over delivery anomaly or under delivery anomaly noted. Unit uploaded properly using carelink. The long trace file confirms the customer manually programmed and delivered the boluses listed above. Unit was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the daily history screen. No bolus anomaly or history anomaly noted during testing. Device had minor scratched display window, scratched case and a pillowing keypad overlay (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was delivering un programmed boluses. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated they had 2 boluses for 1.70 and 6.9 units that neither them or the customer programmed. Troubleshooting was not completed. The insulin pump will be returned for analysis.